Manufacturer narrative:
Failure analysis revealed that the insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The device had moisture damage on the electronic and motor assemblies.

Event description:
Customer reported issues with the water in the case. The blood glucose reading is 200 mg/dl. Customer also states that there is fluid exposure due to swimming in the river with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.